Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient had last charged the device in (B)(6) 2018, due to the patient going into the hospital in (B)(6) 2018 for an unrelated surgery. Since then, the patient had been experiencing a firing in their abdomen when laying on their side. The patient stopped using the stimulation. It was reported that the patient was going to have an unrelated MRI but thought the implantable neurostimulator recharger (insr) was not working properly. The insr flashed 3 lights before it got to a screen. There was poor communication. The external device was unable to communicate with the implantable neurostimulator (ins). No further complications were reported.